Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation on march 30, 2017, confirmed that the probe tip broke down at 15.5 mm from the distal end. The broken probe tip was not returned. The proximal side of the tissue pad was worn and there were contact marks on the surface of the probe and the metal part of the jaw each other. The shape of the fracture surface showed that the crack developed from the contact mark as the starting point. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the reported phenomenon occurred by the following mechanism; the user activated the seal and cut output while the subject device was grasping a thick and hard tissue, consequently the tissue pad at the proximal side worn away. The metal part of the jaw and the probe came in contact, and consequently contact marks on the metal part of the jaw and the probe occurred. The probe cracked from the contact mark as the starting point, due to a load on the probe by seal and cut activation or grasping tissue. The probe was broken due to an additional load on the probe. The instruction manual of the device has already warned as follows; warnings: do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken, but the fragment was still attached on the device. There was no bleeding and no patient's injury. It was not reported that whether the device was replaced and whether the procedure was completed. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on march 30, 2017, confirmed that the probe was broken off. The broken probe tip was not returned.